Event description:
It was reported via the facility maude report that the tip of the screw driver broke off in the implant as the surgeon was manually screwing the screw into the plate and bone. The tip remains in the screw, in the patient. Procedure: left foot arthrodesis of first metatarsal phalangeal joint, tailors bunionectomy with osteotomy of fifth metatarsal. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, leveraging, torquing while leveraging the device, and/or using the incorrect screw with the driver which may result in screw not fully seating on driver. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.